Event description:
Heartsine received a report stating that there had been an incident in which three samaritan aeds (sam 002) had been used. It was alleged that the first samaritan AED "did not work" at which point a second samaritan AED was brought to the incident which again it is alleged "did not work". When a third samaritan AED was brought, it was alleged to have given a "no shock advised" decision. The patient was reported to have died. No further details of the incident have been provided by the complainant. Heartsine technologies have requested the return of the devices for investigation. No devices have been returned yet.